Event description:
The iab was inserted into the pt on 2/19/98 at 8:00 am. On 3/31/98 at 12:15 am after iabp for 952 hrs, the iab leaked and the iab was removed. A second iab was inserted into the pt. The iab was not returned to datascope for eval. [Event complications]: none from the event-reported 4/1/98. [Pt's current status]: expired-rpt'd 7/9/98.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 8/7/98).